Event description:
An attempt was made to implant an endeavor resolute drug-eluting stent to a tortuous lesion in the lcx with 90% stenosis but the device failed to cross. The lesion had been pre-dilated. The device was inspected before use with no issues noted. The physician used a new endeavor resolute stent to complete the surgery. No patient complications or clinical sequelae were reported. Evaluation summary: the device was returned for analysis. The stent was present on the balloon between the marker bands. The 7th distal segment of the stent was deformed with raised and stretched struts evident. The 12th distal segment had evidence of overlapping. The 14th to 18th distal segments had evidence of bunching, stretching and raised struts. The 14th distal segment had a stent od above manufacturing specification. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation). Patient¿s condition affected effectiveness of device (lesion morphology ¿ 90% stenosis and vessel tortuosity). Deformation problem (stent deformed). Evaluation conclusions: device failure related to patient condition (lesion morphology¿ 90% stenosis and vessel tortuosity). Inherent risk of procedure (stent deformation). (B)(4).